Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuosed proximal, mid and distal right coronary artery (rca). Predilation was done with a non-bsc balloon catheter. A 3.50x12mm promus element stent was being advanced to the proximal rca but failed to cross the lesion and it was noted that the stent became lifted. The procedure was completed with a 3.0x12 promus element stent. No patient complications were reported and the patient's status post procedure was good.